Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-15sa is identical model to rexeed-15s series marketed in us. From the analysis result, it is difficult to conclude there were any abnormalities on performance of the dialyzer and the dialyzer itself. We also reviewed manufacturing records, quality records of lot #073436. As a result, no abnormality was found in records. (B)(4). The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well- defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.

Event description:
On (B)(6) : the dialyzer (aps-15sa) was used for hemodialysis. At 30 minutes after start of treatment, blood pressure decreased (systolic blood pressure: 139 = >63 mmhg), chest pain, dyspnea and cardiac ischaemia was occurred. After the onset of these adverse events (aes), oxygen 5l, chlorpheniramine maleate 2ml, sodium methylprednisolone succinate 500 mg and famotidine 20 (1t) were administered. At 15-20 minutes after treatment, these aes recovered.